Event description:
It was reported that during use, the device exhibited an alarm that the pca cord was stuck; however, the patient did not have a pca cord. It was noted that initially the pump exhibited error code 41622. Troubleshooting was performed but the alarm persisted and the pump was powered off. There was no patient harm or adverse event.

Manufacturer narrative:
H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is the main board; however, this cannot be confirmed as no product was returned for investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.